Event description:
The guidewire got stuck in the inner lumen during insertion. (Event complications: none from the event - reported 5/4/98) (pt's current status: unk - rpt'd 5/4/98.)

Manufacturer narrative:
Eval: the iab was received intact for eval with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab & within the inner lumen. No kinks were noted in the catheter tubing or inner lumen. Visual examination revealed a portion of the 0.030" guidewire to be in place within the inner lumen. The portion of guidewire exiting the y-fitting was observed to be severely twisted, kinked, elongated, & uncoiled. When the guidewire was removed from the inner lumen, this portion wa noted to be kinked. The undamaged portions of the guidewire were measured & found to be within datascope's manufacturing specs. As a test, a laboratory 0.030" guidewire was passed through the returned balloon's inner lumen without difficulty. In addition, it was possible to aspirate water through the inner lumen. Probable cause of difficulty: based on the examination of the returned balloon & guidewire, the reported difficulty was verified but is not possible to determine the exact reason for the encountered problem. The condition of the returned guidewire is consistent with that of a wire which has handled excessively with force. In general, difficulty advancing the iab over the guidewire or removing the guidewire from the inner lumen may have be attributed to one or more of the following: *the guidewire may have kinked during its insertion in the iab's inner lumen. *the iab catheter may have become kinked during its removal from the iab blister tray retainers if the balloon was not pulled "straight out" of the tray as instructed in datascope's instructions for use.